Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. There were no power disconnect alarms logged near the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The battery was able to establish secure connections with the test bed controller and did not generate any power disconnect alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It as reported per the vad coordinator that the patient was experiencing  a power disconnect alarm while battery is connected, this alarm only occurs with one battery. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.